Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (failed incoming testing) was confirmed. Upon evaluation, the electrode belt was unable to communicate with a monitor. Root cause investigation is underway. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode indicating that it failed incoming functionality testing.